Manufacturer narrative:
Evaluation of the first returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then, the ruby coil lp was advanced through the rest of the introducer sheath without an issue. Further evaluation revealed additional pusher assembly kinks. This damage was likely incidental to the reported complaint. Evaluation of the second returned ruby coil lp revealed that the pusher assembly had multiple kinks and was fractured, the pusher assembly mid-joint was retracted through the introducer sheath friction lock, the introducer sheath was stretched and fractured on the pusher assembly, and the embolization coil was detached from the pusher assembly. Due to the return damage, the reported complaint could not be confirmed, and the root cause could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02707.

Event description:
The patient was undergoing a coil embolization procedure in a branch off the ovarian vein using ruby coil lps. During the procedure, two ruby coil lps would not advance at all past their initial positions within their introducer sheaths. Therefore, the ruby coil lps were removed. The procedure was completed using additional ruby coil lps. There was no report of an adverse effect to the patient.